Manufacturer narrative:
At the visit on site the field service engineer addressed the energy warning. The system was verified successfully according to company specifications. Logfiles could confirm the reported error but does not indicate the origin. Local risk management team assessed the error and concluded that the residual risk remains unchanged and at acceptable level. No increased risk for patient, user or third party. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on a sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirming the event resolved without medical intervention required.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported an energy message when starting laser ablation. The warning was cleared after energy checks. Additional information has been requested.